Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An ophthalmologist report that a myopic treatment was programmed, however, the laser produced a hyperopic treatment. The pt has increased myopia and astigmatism. Additional info has been requested.